Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 180398: 100 items manufactured and released on 10-apr-2018. Expiration date: 22/03/2023. No anomalies found related to the problem. To date, 88 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: a tibial insert that had been replaced few days after primary tka because of infection is found dissociated at 1 year. It is very likely that a third body or tissues prevented full engagement of the insert during the first revision surgery, although of course this cannot be verified and therefore must be regarded as a hypothesis. No other clinical cause for this dissociation can be envisaged. Dimensional checks were not possible because the insert was not returned to manufacturer and the tibial tray remains implanted.

Event description:
The patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2018, the patient came in due to signs of infection. The pathogen was identified as mrsa. The surgeon performed an I&d and a poly swap. The surgery was completed successfully. Presently, 1 year later, the patient came in complaining of pain due to a dislocated poly, no screw was used. The surgeon revised the medacta sphere insert flex left 10mm s5 with a medacta sphere insert flex left 10mm s5. The surgery was completed successfully.